Event description:
A hospital in (B)(6) reported that water leaked at the connection between the water feed tube and the bag spike of an mr290 autofeed humidification chamber before use on a patient. They further reported that the spike was discoloured yellow.

Manufacturer narrative:
(B)(4). Method: seven complaint mr290 chambers were returned to fisher & paykel healthcare (B)(4) for inspection. The complaint devices were each connected to a water bottle to be tested for leaks. Results: in all seven cases, water filled the complaint chamber until water flow was stopped by the float and small drops of water began to build at the connection between the feedset tube and the waterbag spike. A lot check revealed (B)(4) other complaints of this type for lot number 100213. Conclusion: the cause of the fault was determined to be insufficient amount of glue being applied to the feedset tubing at the spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).

Manufacturer narrative:
(B)(4). The complaint mr290hfv chamber is currently en route to (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that water leaked at the connection between the water feed tube and the bag spike of an mr290 autofeed humidification chamber before use on a patient. They further reported that the spike was discoloured yellow.